Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced warmth at the ipg when therapy is on. Reprogramming did not resolve the issue. As a result the ipg was replaced and the pocket site was revised.